Event description:
It was reported that during implant of this right atrial (ra) lead, the helix was unable to be extended normally and the lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms during implant. The lead was attempted, but not implanted. The procedure was completed with the use of another lead. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during implant of this right atrial (ra) lead, the helix was unable to be extended normally and the lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms during implant. The lead was attempted, but not implanted. The procedure was completed with the use of another lead. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection noted the lead was returned in two segments severed at approximately 88 millimeters (mm) from the terminal end with the coils and insulation cut. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 88mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with induced damage at implant by likely being cut with a tool. The out of range pacing impedance measurements were unable to be confirmed during laboratory analysis due to the fracture, however, the helix extension difficulty was confirmed due to the presence of dried blood/tissue in the helix housing.